Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2017, the patient presented with chronic stable angina, the procedure was to treat a lesion in the mid right coronary artery (rca). A 3.0 x 38 mm xience alpine stent was implanted in the mid rca with good results, act was 236 and heparin was administered. As soon as the procedure was completed, the patient experienced chest pain and angiography confirmed stent thrombosis in the implanted xience alpine stent. Ballooning with an unspecified was performed and a 3.5 x 15 mm xience alpine was implanted proximal to the implanted stent, for treatment. The patient is doing well. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.